Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 30th january 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the black powder particles were falling out from the arch/arm joint spring. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, the black powder particles were falling out from the joint between spring arm and headlight. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to the analysis performed by the subject matter expert, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. In the user manual maquet sas requests to the final customer, to check the snap rings on all the light heads and to remove the light and lubricate the sleeves every year by a certified technician. It will protect the bearings and shaft from being used in inappropriate conditions and damaged. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.